Event description:
The customer reported having unexplained high blood glucose for two days. The customer¿s glucose reading at time of call was 510 mg/dl. Troubleshooting was performed. The time and date were incorrect. Reviewed the alarm history and found several error alarms. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime test and passed. Performed a high pressure test and the test failed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.